Event description:
It was reported by the customer that a bd pyxis¿ medbank tower patients medication order list data from myqlink were not showing up at the cabinet. Due to this malfunction, the nurser could not issue the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had data discrepancy issue. The technical support specialist checked into the issue and stated that an update was received from qs1 team who advised that rxo-24 needed to be used for that field which initially was not being used for med bank. The technical specialist further clarified that this issue was escalated to the development team to take proper action on that and further updates on the capture rxo-24 information was being taken care by the development team to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.